Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this pacemaker found the battery status was beginning of life (bol), while the magnet rate was 90 ppm and the remaining longevity was less than six months. Also, some oversensing was observed. A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific engineers could not find evidence of a battery status of bol and determined that the device was depleting normally based on programmed parameters and therapy usage. A technical services consultant also reviewed the stored electrograms (egms) and confirmed myopotential oversensing on the right atrial (ra) and right ventricular (rv) channels. One episode revealed ventricular oversensing that resulted in asystole of greater than two seconds. No adverse patient effects were reported and the device remains in service.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead was explanted and replaced with a competitive product without incident. It is unknown if it will be returned for analysis.

Manufacturer narrative:
(B)(4). A revision procedure has been scheduled. As updated information concerning this report is received this report will be updated.

Manufacturer narrative:
(B)(4).